Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed by tech services. The fault was determined to be an electrical connection failure. Replaced faulty input connector/backshell assembly. Performed all tests again and returned to customer. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, intermittently, the monitor goes black. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.